Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube and lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 125 mg/dl. No significant events leading to the keypad issues were observed; the device had worked fine about 2 hours prior until the customer went to give herself insulin. Advised discontinuation of the insulin pump. Nothing further reported.